Event description:
The nurse reported that it was found that the feeding pump had shut itself off. No alarm was heard nor any other indication that the pump was not working. It was discovered that the feeding tube had clogged off, probably due to the feeds just sitting in the tube and not moving. It was uncertain how long pump had been off, so it could not be determined how much of the feeds the patient had received. The nurse reported this type of event had happened previously, however it was not reported at the time.